Event description:
Two endeavor stents were implanted during the index procedure, one in the lcx and one in the lad. Approximately 32 months post the index procedure the patient suffered a stroke. The investigator has indicated the event was not related to the study device.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (stroke/transient ischemic attack).

Event description:
It is reported by the clinical events committee that on the day of the index procedure, the patient suffered an mi. The patient was discharged. During the previously reported stroke, the patient was treated with medication and was transferred to rehab facility.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).